Manufacturer narrative:
The recipient is reportedly become a non-user of the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not pursue revision surgery at this time. The recipient is a non user of the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly a poor performer. Device testing revealed results within normal limits. Programming adjustments were made, and hearing rehabilitation and training was provided, however, the issue did not resolve. Explant surgery is under consideration.